Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, it was unknown if the issue was identified while the system was in clinical use, but no patient or user harm was reported to philips. A philips remote service engineer (rse) inspected the system remotely and confirmed the issue. Troubleshooting determined that the issue was most likely caused by an issue with the mains power from the hospital affecting the system's mains interface unit (miu) which was in turn, as per specification, causing the generator errors and even shutting off the generator. The rse directed the customer to monitor the hospital's input power. After rse finished their troubleshooting analysis of the mains power, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system would not produce x-ray. No harm has been reported to philips. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.